Manufacturer narrative:
H6: health effect - impact code: 2199 - no health consequences or impact no longer applies to this event. 4624 - surgical intervention is added. Medical device problem code: 1291 high impedance no longer applies to this event.

Event description:
The lead impedance had increased to approximately 140 ohms and recently rv over sensing had been observed in the form of lead noise. The lead was capped. Additional information reported that the high impedance issue is associated with the high voltage lead that was not a greatbatch product. The complaint of noise was on the alleged lead. -(B)(6) 2023.

Event description:
The lead impedance had increased to approximately 140 ohms and recently rv over sensing had been observed in the form of lead noise. The lead was capped.